Event description:
It was reported that the user received an incompatible freestyle libre 3 sensor from the pharmacy and asked whether it could be made to work with the ilet system; the agent advised that the sensor is not compatible and provided troubleshooting and education. Symptoms included no device alerts or alarms. Outcomes included potential interruption of continuous glucose data and discussion of backup therapy due to lack of compatible sensors. Investigation included technical review and compatibility verification. Investigation of this case revealed a device-use issue related to use of a non-compatible third-party sensor, with no malfunction of the ilet or its components identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incompatible accessory use.